Event description:
Facility reported that the head up does not work - will raise up, but will drift back down. No injury reported.

Manufacturer narrative:
Technician stated that the head up does not work - will raise but then drift back down. Bed is out of service until repair is made. Repair not yet complete.